Event description:
It was reported that the clips did not close.

Manufacturer narrative:
When I receive the quality engineer's investigation report on the device. I will submit a supplemental report.